Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance as there was one patient alert for out of tolerance sub-threshold lead impedance on (B)(6) 2012. The weekly pace lead impedance trend data shows a gradual increase for minimum and maximum ventricular pace bipolar impedance of 912 to 3021 ohms peak between (B)(6) 2011 and (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead had a fracture, high impedance and no capture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.